Event description:
A device report from synthes gmbh indicated a surgeon in sweden reported: pt underwent radius osteotomy and was implanted with 4-hole 2.4mm va lcp plate and screw on an unk date. Three (3) of the cortex screws had backed out, one screw was broken and result was ulna +. Surgeon is waiting for bone healing of the radius before resurgery with ulna shortening. This is 2 of 5 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.